Manufacturer narrative:
Product analysis result: visual the lens of the endoscope needs to be cleaned. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a spinal surgery the lens of the product was filled with water due to which the image of intervertebral disc was vague. No patient complications were reported as a result of this event.